Manufacturer narrative:
Methods, results and conclusion: the device was not returned to 3m espe, therefore, no eval could be conducted. The dental office has indicated that this was the first time use of this drill, but based on available info, it is not clear whether or not the office had re-sterilized the drill prior to use.

Event description:
During the placement of a dental implant, the subject drill broke off, leaving a piece in the pt's palate. The dentist made an incision and removed the broken piece of the drill. The remainder of the surgery was completed with a new drill with the same lot number without incident.